Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the evaluation: punctured cable and failed leak test. Based on the investigation results, the following likely, led to the malfunction: a failed leak test, due to a puncture in the cable was found. Reviewing the device history record found no deviations, that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed, that during the device evaluation. The camera head exhibited a puncture on the cable and failed the leak test. There was no patient involvement.